Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with no physical damage found on the device. Event log history was performed and the reported problem was not found in the event log. During analysis, double beep was detected at power up. It was noted that the downstream sensor was faulty and was the cause of the reported issue. Service will replace the downstream sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing a smiths medical cadd legacy pump exhibited "double beep no cassette". No patient was involved in this event. No adverse effects were reported.